Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during prime and some compromised force sensor system found in the alarm history. Blood glucose value was normal; no medical treatment required. Nothing further reported.